Manufacturer narrative:
Bd received samples from the customer facility forinvestigation. The samples were evaluated and thecustomer's indicated failure mode for 74397 with the incidentlot was observed. A review of the manufacturing records wascompleted for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® acd solution a blood collection tubes contained foreign matter